Event description:
A pt was being treated with the model 3100a and its heated-wire pt circuit. The operator noticed excessive rain out in the circuit. Closer examination by the operator showed that the heated wire was not functioning with their concha 4 humidifier. The operator replaced the heated-wire circuit and switched to their concha iii humidifier which resolved the rain out problem. The pt did not suffer any harm resulting from the excessive rainout.